Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure:, onsite, blurry [update - the same camera could not be used to complete the procedure. A replacement camera was used instead.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as there was no problem found with the unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.